Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the ambulance was dispatched as the result of the low blood glucose. The customer reported that they received a button error alarm. The customer also reported that the insulin pump went to blank display. The customer's blood glucose was 1.7 mmol/l at the time of incident. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces and had a high sleep current and alarmed pump error 63 during self-test due to corroded keypad assembly. The insulin pump powered up properly after battery installation. No blank display anomalies noted. No stuck button alarms noted. The insulin pump was tested after cleaning keypad and keypad dome switches and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had peeling keypad overlay, minor scratched display window, scratched case, scratched keypad overlay, stained and peeling serial number label. The insulin pump was missing the display window cover.